Manufacturer narrative:
Section d10: concomitant products. Logic cr femoral por, left, sz 4 (cat# 02-010-04-0240 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 4.5 years post initial left tka, the 66 y/o female patient had a revision due to poly wear. The femur and liner were exchanged. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation as they were disposed by the hospital. No other patient information/medical history reported.

Manufacturer narrative:
(H3) the revision reported may have been the result of excessive posterior slope, joint instability, relative hyperextension of the components, patient related conditions, or any combination of these possibilities, which led to wear of the polyethylene insert. However, this cannot be confirmed because the component was not returned for evaluation and radiographs were not provided. The most probable root cause associated with the event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information." The revision reported may have been the result of excessive posterior slope, joint instability, relative hyperextension of the components, patient related conditions, or any combination of these possibilities, which led to wear of the polyethylene insert. However, this cannot be confirmed because the component was not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.